Event description:
Boston scientific received information that this right atrial (ra) lead was damaged. The lead conductor got separated when the physician pulled out the ra lead aggressively. The lead was abandoned surgically and the broken portion was discarded. No adverse patient effects reported.

Manufacturer narrative:
The lead was abandoned surgically and the broken portion was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.